Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd veritor plus analyzer flu b was reported positive on every patient. Exact number of occurrences is unknown. There is no confirmatory testing reported. There is no patient impact reported. The following information was provided by the initial reported, "customer is alleging that the analyzer is reporting flu b positive on every patient."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus analyzer displayed positive results catalog number 256066, serial number (B)(6)).analyzer was returned for investigation. Analyzer was tested with a verification cartridge and the result was passing. Downloaded the csv files,verified the data,there were evidences of positive test results, this complaint is confirmed. Root cause is attributed to contamination(dust particle) in the different verification cartridge, which may be due to test environment ,new replacement provided. DHR for veritor plus analyzer, serial number 2103041j77420 was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 via document# baltrm-256066-ha, rev 19.0, row ID 60,61.

Event description:
It was reported by the customer that while using bd veritor plus analyzer flu b was reported positive on every patient. Exact number of occurrences is unknown. There is no confirmatory testing reported. There is no patient impact reported. The following information was provided by the initial reported, "customer is alleging that the analyzer is reporting flu b positive on every patient."